Event description:
It was reported by the affiliate that the tip of the device was broken. The tip had broken before use. It did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while attempting to clip the common bile duct the clips were falling out instead of locking down. The clips fell into the patient and were retrieved. They opened a new device to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the instrument had the shaft sheath was found to be damaged at the instrument tip. A bent electrode could have caused this damage to the sheath. Caution should be taken not to retract the electrode into the sheath when it is bent. A batch record review was performed and no anomalies were found during the manufacturing process.